Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on the night of (B)(6) 2013; her continuous glucose monitoring alerted her with blood glucose measuring at 370 mg/dl, she gave a manual injection of 9 units of insulin. The next morning she heard the pod click and felt a sharp pain as though the needle deployed again. She stated her bg went back to normal range (exact bg not reported) and continued to wear the pod at the time of the call.